Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves where the customer stated the following: "arterial catheter inserted on (B)(6) 2025, at 4:00 pm. The following night (less than 12 hours after insertion), the pressure head malfunctioned: unstable curve, sometimes no curve, measured pressure greater than 300, zero impossible to obtain, etc. The catheter is functional, with easy sampling; the circuit is set up correctly (full nacl bag, the pressure of the counterpressure bag is at 300, etc.)" The medical staff tried to change the pressure module and pressure cable, but this did not fix the problem. As a consequence, the monitoring was ineffective on a patient with amines, there was a need to switch to the non-invasive blood pressure and there was an increased infectious risk. The status of the product at the time of event is during blood pressure monitoring. There were no visible signs of malfunction, damage, strain or wear with the device prior to the incident. The device was stored at their facility under no high pressure, but stable temperature around 20° and there was no exposure to other particular factors. There is patient involvement, unknown adverse human harm. There were no adverse events noted, no delay in critical therapy, no need for medical intervention.

Manufacturer narrative:
The reported complaint of no readings was confirmed on the returned set. No visual anomalies were observed on the returned set. The transducer was electrically tested, and the transducer was able to be zeroed but could not obtain a reading. The transpac on this set is a vendor manufactured part. The probable cause of the transpac unable to obtain reading had occurred due to a vendor related manufacturing defect. A DHR lot # review could not be conducted because no lot number was identified. Corrected information can be found in a3a - sex, d10 concomitant products, e4 - initial report sent to FDA and h6 component code.